Manufacturer narrative:
Zoll medical corporation evaluated the device. The reported malfunction of "intermittent power" was not duplicated or confirmed. The device was put through extensive testing which included bench handling and power cycling without duplicating the malfunction. The reported malfunction device "restarts/reboot by self" was duplicated and attributed to a faulty shield on the analog board. The device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend

Manufacturer narrative:
Zoll medical corporation has received the device and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during biomed testing, the device restarts/reboot by itself multiple times and intermittently would not power up. Complainant indicated that there was no patient involvement in the reported malfunction.